Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Exact cgm and bg values were not provided, however reporter stated that there was a difference of 20 points. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.